Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a patient death occurred. The patient presented with chest pain and was not resolved with nitrol tabs. An ECG showed st segment abnormality in leads v2 to v6. The 90% stenosed lesion was located in the proximal circumflex (cx) artery. Another lesion was located in the 75% stenosed posterior descending artery to posterolateral artery. Collateral vessels connected the pd to the proximal cx. The proximal cx to the left anterior descending artery had a 90 degree bend. Due to the calcification of the vessel, the physician encountered difficulty advancing several devices. While advancing the guide wire to the lesion, blood flow "got worse" and the patient went into shock. An iabp was inserted. The proximal cx was predilated with another manufacturer's balloon. Blood flow was improved slightly at this time. The taxus express2 2.5x16mm drug eluting stent was advanced to the target lesion, but was unable to cross. The taxus express2 stent was ultimately implanted in the posterior descending artery to posterolateral. "This was because blood flow of the cx was surviving through collateral from the rca." Post procedure, the patient received plavix, aspirin and heparin. Two days later, the patient's blood pressure began to drop. Coronary angiography was not performed. The patient was treated wit sigmart and dopamine, however, ECG showed bradycardia and a wide qrs complex. The patient died the following day. In the opinion of the physician, the cause of death was "heart failure caused by severe deterioration of heart function". The "taxus express2 does not appear to have been related to the patient's death".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for the relevant batch cannot be completed as the batch number is unknown at this time. The cause of the difficulties experienced during the procedure could not be determined.